Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube had a slow leak from the inflatable balloon. There was no reported patient involvement and outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s tube had a slow leak from the inflatable balloon and was detected after inflation and was noticed 5-10 minutes after intubation. It was also reported that after intubating a second time, leak also occurred after several minutes. The patient was intubated twice.